Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent open reduction internal fixation surgery via tfna (trochanteric fixation nail advanced) for femoral trochanteric fracture on proximal femur with the products in question. The nail in question (middle size) was scheduled to be used at the preoperative meeting. Immediately after the start of the surgery, the reaming guide rod in question could not be found, so the sales rep checked with the nurse, but could not find it. After checking with the agency, it was discovered that the sterilization had been forgotten. It was decided to try to insert the planned size once, although the medullary cavity was obviously too narrow. However, as expected, it got stuck in the middle, and although the surgeon tried to widen the proximal part with some instruments, the distal part was too narrow and could not be inserted. After consultation with the surgeon, the decision was made to replace it with an xs. The surgery was completed successfully with 30 minutes surgical delay. The patient outcome was reported to be stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. No cosmetic damage were observed for the tfna fem nail ø10 le 125° l235 timo15. According to the surgical technique, tfna, proximal femoral nailing system. Orient the insert handle laterally, taking into consideration the anteversion of the femoral head and neck. Manually insert the nail into the femoral opening. When using a reaming rod, pass the cannulated nail over the reaming rod and into the femoral opening. Under image intensification, verify fracture reduction and insert the nail as far as possible by hand. Use the insertion assembly to manipulate the nail across the fracture. When inserting a short nail, no hammer blows should be required. A dimensional inspection was not performed as it is not applicable to the complaint condition. Since the failure was due to not using an instrument during the surgery, this functional test cannot be completed. The overall complaint was not confirmed as the observed condition of the tfna fem nail ø10 le 125° l235 timo15 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: manufacturing date: 24-jan-2023. Expiration date: 01-jan-2033. Part number: 04.037.015s, 10mm/125 deg ti cann tfna 235mm/left ¿ sterile. Lot number: 4137p35 (sterile). Lot quantity: (B)(4). This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.